Event description:
The consumer was sitting in the wheelchair on an outside patio at the facility. The consumer did not engage the "brakes" on the wheelchair. The wheelchair allegedly rolled backwards off the patio that was approximately 4 inches off the ground. The consumer allegedly sustained a subdural hematoma and laceration to the head and expired at the hospital 6 days later.

Manufacturer narrative:
According to the facility, a visual observation indicated that the patient did not engage the brakes while sitting on the porch and prior to the alleged incident.